Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was moving and didn't eat prior to the physical activity. The customer was at 137 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous glucose and food to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The customer is on dialysis and this sometimes causes highs and lows. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report.